Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system (sn (B)(4)) for investigation. A supplemental report will be filed when the product is returned and the investigation has been completed.

Event description:
During cooling phase of the patient treatment, the user accidentally unplugged the machine and the thermogard xp ivtm system (sn (B)(4)) displayed mid:08 (post stuck key) error message upon powering on. The user was unable to clear the error message after three power cycling attempts. The patient treatment was continued with another thermogard xp ivtm system. No known impact or consequence to patient.